Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and pacing was not delivered when required. Further, it was confirmed through x-ray that the lead was fractured completely. Also, high impedance was noted. The lead was surgically abandoned. No additional adverse patient effects were reported.